Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video connector of the subject device was slightly protruding and that the two screws that secure the video connector to the case cover were missing. In addition, the cable unit was found broken. There was no patient involvement.